Event description:
It was reported that the pulse generator exhibited set screw issue. The device was replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of set screw not tightening was confirmed in the laboratory. It was found that the reason the set screw could not be tighten was medical adhesive contamination of the set screw, connector block and septum.